Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, button 1 of a 6f-12f mynx control venous vascular closure device (vcd) was unable to be depressed. The device was removed and a new mcv was inserted and deployed without incident. There was no reported patient injury and patient was sent to holding. The vcd was kept in the lab with storage conditions matching the instructions for use (IFU). The vcd was prepped and inserted according to the IFU. The radiology technologist (rt) was able to inflate and deflate the balloon ok and they noted that the tension indicator window showed a full black line. The device was discarded; therefore, it will not be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, button one of a 6f-12f mynx control venous (mcv) vascular closure device (vcd) was unable to be depressed. The device was removed and a new mcv was inserted and deployed without incident. There was no reported patient injury and patient was sent to holding. The vcd was kept in the lab with storage conditions matching the instructions for use (IFU). The vcd was prepped and inserted according to the IFU. The radiology technologist (rt) was able to inflate and deflate the balloon ok and they noted that the tension indicator window showed a full black line. Additional information was requested but not provided. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " button #1 frozen/locked" could not be confirmed. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. According to the instructions for use (IFU), the user is instructed to grasp the device handle and align the device with the tissue tract. The user should then pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension, the user is told to press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window. This deploys and compresses the sealant against the arteriotomy. Based on the information available for review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.